Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial#: (B)(6), batch: a000100272.

Event description:
It was reported, patient had low impedance on one of the leads. And was unable to be placed in MRI mode. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2025 where the lead was not revised but the ipg was switched, and the low impedances were cleared.